Event description:
The physician reports that a patient underwent surgery on (B)(6) 2010 with implantation of the crystalens hd in the right eye. Postoperatively, the patient experienced problems with vision distortion, diplopia, and night vision. The patient's preoperative bcva was 20/15, mr plano -0.75 x 175 and postoperative bcva is 20/20 with mr -0.75 -0.75 x 10. The relationship between the patient's complaint and the crystanlens is unknown.

Event description:
Caller reported blood glucose results of 175 mg/dl, 335 mg/dl, and 144 mg/dl within 10 minutes on the advantage system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.